Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and an issue with the internal battery was observed. The device's internal battery was replaced to address the issue.